Event description:
It was reported that during a coronary drug eluting stenting procedure, the physician noted stent damage. The physician was attempting to deploy a taxus express2 3.0 x 12 mm drug eluting stent when he noted that one of the struts had "lifted" from the stent. The physician removed the stent and finished the procedure with several other taxus express2 devices. The pt condition was reported to be good.